Manufacturer narrative:
The following devices were also listed in this report: simplex p full dose 1 pack; cat# 6191-1-001; lot# rcz036. Simplex p full dose 1 pack; cat# 6191-1-001; lot# rjy131. Triathlon asymmetric x3 patella; cat# 5551-g-320; lot# ejdd. Triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# a7e7aa. Triathlon cr fem comp #4 r-cem; cat# 5510f402; lot# dcb4e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Patient called stating she had a right knee replacement and has been experiencing swelling, pain, difficulty moving her leg, and she is using a cane to walk.

Manufacturer narrative:
An event regarding incorrect selection of a triathlon femoral component was reported. The event was confirmed through clinician review of the medical records provided. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. The reported device remains implanted. -clinician review: excessive femoral component size has contributed to increased posterior femoral condylar offset as well as increased tension in the patello-femoral joint all causing pain and stiffness due to increased tension in the knee ligaments. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the medical review concluded that excessive femoral component size has contributed to increased posterior femoral condylar offset as well as increased tension in the patello-femoral joint all causing pain and stiffness due to increased tension in the knee ligaments. All complaints of the patient, present since time of arthroplasty, can thus be traced back to an excessive size of the femoral component. Because optimal component size and position are part of surgical technique under responsibility of the surgeon, principal failure mode is procedure-related. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called stating she had a right knee replacement and has been experiencing swelling, pain, difficulty moving her leg, and she is using a cane to walk.